Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), urinary tract disorder ("bladder/urinary problems: urinary problems"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), headache ("other injuries/symptoms: headaches") and nausea ("other injuries/symptoms: nausea") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, anaemia, fatigue, hormone level abnormal, headache and nausea outcome was unknown and the dysmenorrhoea, dyspareunia, back pain, menorrhagia, urinary tract disorder and urinary tract infection had resolved. The reporter considered anaemia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, nausea, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: received treatment for - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, breakage, perforation: fallopian tubes, bladder/urinary problems: urinary problems, uti, other injuries/symptoms: fatigue, hormonal changes, headaches, nausea, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) conducted - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 9-sep-2019: pfs received case becomes incident. Previously reported event injury nos was removed. New event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, breakage, perforation: fallopian tubes, bladder/urinary problems: urinary problems, uti, other injuries/symptoms: fatigue, hormonal changes, headaches and nausea were added. Product indication and removal date was added. Patient date of birth was added. New reporter was added. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), urinary tract disorder ("bladder/urinary problems: urinary problems"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), headache ("other injuries/symptoms: headaches") and nausea ("other injuries/symptoms: nausea") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, anaemia, fatigue, hormone level abnormal, headache and nausea outcome was unknown and the dysmenorrhoea, dyspareunia, back pain, menorrhagia, urinary tract disorder and urinary tract infection had resolved. The reporter considered anaemia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, nausea, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: received treatment for - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, breakage, perforation: fallopian tubes, bladder/urinary problems: urinary problems, uti, other injuries/symptoms: fatigue, hormonal changes, headaches, nausea, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.